Event description:
The following was reported: " the catheter would not deflate while inside the patient. Physician had to use a needle to deflate balloon. Dr. Chacko performed surgery four catheters were found defective, only one is currently available for evaluation."

Manufacturer narrative:
Device evaluation: customer report was not confirmed for deflation. Customer report was confirmed for balloon puncture. The catheter was returned with the balloon punctured near the proximal bond. There is dried blood in and around the puncture site. The inflation lumen is patent and there were no leaks, other then the puncture. The catheter body does not have any visible damage.